Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Company representative (cr) was present for an ablation case. When the cr arrived onsite, she attempted to turn on the robot, but it would not turn on. When the power switch was flipped on, the power button remained red. Cr tried to turn the power switch off and unplug the robot several times but had the same result. Cr also tried pressing and pressing/holding the power button without success. An inspection of the inside of the robot did not reveal any obvious problems ¿ no wiring issues were apparent and the back of the pc tower had a green light lit up. The surgeon was able to borrow the rosa one device from another hospital and bring it over. The case was performed using this robot without any problems. After the case, cr took the pc from the borrowed rosa one device and put it in the subject rosa one device. The robot booted up fine and connected to the controller without any problems. With this in mind, the cr diagnosed that the pc in the subject rosa one device was not working, despite receiving power. No patient involvement.

Event description:
Company representative (cr) was present for an ablation case. When the cr arrived onsite, she attempted to turn on the robot, but it would not turn on. When the power switch was flipped on, the power button remained red. Cr tried to turn the power switch off and unplug the robot several times but had the same result. Cr also tried pressing and pressing/holding the power button without success. An inspection of the inside of the robot did not reveal any obvious problems ¿ no wiring issues were apparent and the back of the pc tower had a green light lit up. The surgeon was able to borrow the rosa one device from another hospital and bring it over. The case was performed using this robot without any problems. After the case, cr took the pc from the borrowed rosa one device and put it in the subject rosa one device. The robot booted up fine and connected to the controller without any problems. With this in mind, the cr diagnosed that the pc in the subject rosa one device was not working, despite receiving power. No patient involvement.

Manufacturer narrative:
The pc alleged to be malfunctioning was returned to the manufacturing site for investigation. The testing of the robot pc concluded that it failed to turn on and needed to be replaced because the power supply was dysfunctional.